Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. Herewith the closer report as attachment, the root cause of this complaint cannot identified since the units were not returned yet. Moreover, based on the information provided by the user, it's difficult to determine the exact time frame that the product was used since the life time of the medication chamber is designed for 6 months/ 92 hours usage. Toe alleviate the malfunction scenario (no mist/ slow mist), health and life have implemented a corrective action of revising the user manual to further address the cleaning method to prevent the recurrence of no mist scenario. According to the gathered statistics, the failure rate of no mist event is down to (B)(4) percent. Note: the pt reported that he possessed two separate devices (s/n (B)(4)) and both having the same event.

Event description:
On (B)(6) 2014, nephron pharmaceuticals corp received maude report (B)(4), reporting a device malfunction associated with ez breathe atomizer. The reporter stated that the suspect product repeatedly stops working and has to be replaced over 30 times. On (B)(6) 2014, a follow up call to the reporter who is the pts daughter. The daughter reported a product problem in association with the ez breath atomizer. The daughter reported that the pt is her father and does not live with her; she added that the pt does not have any electricity or a phone in his home. The daughter reported that she is worried about her father because he refuses to go to the doctor for treatment of his asthma; she added that the pt used primatene mist until it was taken off of the market, then the pt began using asthmanefrin along with the suspect product about 2 years ago. The daughter reported that the pt is completely satisfied with asthmanefrin because it works to relieve the pts shortness of breath; however, the suspect product will work well for "about three weeks" before the aerosol.